Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to unknown reasons. All components were explanted and replaced. No information about the patient outcome is available at the moment. Additional information was received. Malfunctioning implant. Device would not inflate. Tubing leak was confirmed. Date the issue started is unknown but it was brought to physicians attention in early september. No adverse patient effects.